Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient developed a dehiscence wound over the generator site. The event did not meet the serious adverse event criteria and is mild in severity. The event is definitely related to implant procedure and not related to stimulation or the device. The outcome is currently listed as recovering/resolving. Device history records were reviewed for the suspect device. The device passed all functional specifications and quality tests and was sterilized prior to distribution. Product return and device evaluation is not necessary as the reported wound dehiscence is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
D5 operator of device, corrected data: initial MDR inadvertently selected wrong option for operator of device.

Event description:
Additional information was received that the reported wound dehiscence is now recovered/resolved. No other relevant information has been received to date.